Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a 67 year old patient, bmi of 37.3, and medical history of diabetes ii and use of metformin had a biozorb placed on (B)(6) 2015. The patient presented in (B)(6) 2015 with redness, wound drainage and opening that was treated through (B)(6) 2016, wound culture could not be completed as wound was chronic and contaminated. The patient completed radiation therapy on (B)(6) 2016. On (B)(6) 2016, the patient presented again with a chronic non-healing wound and the biozorb was visible and was removed. The patient had a medical history of type ii diabetes. Patient original surgery was on (B)(6) 2015 and presented with redness at the corner of the partial mastectomy scar on (B)(6) 2015, a serosanguinous drainage was noted to be coming from the wound. On (B)(6) 2015, the wound corner was opened to 1.8 x 1cm and active fluid management silver packing was placed on (B)(6) 2015 and wound vac on (B)(6) 2015. Patient received radiation therapy on (B)(6) 2016 and completed it on (B)(6) 2016, patient presented again with chronic non-healing on (B)(6) 2016 and the biozorb was visible within the wound. Patient presnted to surgical care for additional wound care on (B)(6) 2016. The biozorb was removed during wound treatment ant a therabond was packing was placed. Wound was reported granulating well and slowly healnig with no signs of infection. Patient was switched from therabon to aquacell for increased abosrbency.